Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. Reportedly, the customer left the pump plugged in to charge and the issues resolved. Customer's blood glucose level was 158mg/dl.